Manufacturer narrative:
To date, the product has not been returned to medrad. Once the product is received, a failure analysis will be performed and a follow-up report will be submitted.

Event description:
Hospital reported during a procedure in an mr suite, as the infusion system was moved closer to the magnet, because the bracket was broken, the pump went flying into the bore and attached to the side of the magnet. The procedure was just starting and no one was hurt. The pt's procedure was finished utilizing another infusion pump. The hosp was reportedly aware that the bracket was broken prior to taking the infusion system into the mr suite.